Manufacturer narrative:
(See additional scanned pages).

Event description:
Mcmillan, md, et al. "Catheter-associated masses in patient's receiving intrathecal analgesic therapy." Intl anesthesia research society. 2003; 96:186-90. A patient with failed back surgery syndrome experienced symptoms of neuritic pain and paralysis of the left leg. An intrathecal mass was diagnosed. The patient required emergency surgery decompression laminectomy for spinal cord compression and suffered permanent functional left lower extremity paresis. Cultures of the pump contents and pathology specimens were sterile. Treatment time was 25 months. Medication morphine 75 mg/ml at a daily dose of 16 mg, diluent 0.25% bupivicaine.